Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the proximal part of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole with transversal orientation about 12 mm distal to the proximal x-ray marker. In close vicinity to the pinhole several scratches were observed. It therefore seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was chosen for treatment of a moderately calcified lesion (70 percent stenosis degree) in the mid superficial femoral artery. The balloon burst at 12 atm during inflation in the target lesion. The intervention was successfully completed by using another passeo-18 with same size.